Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip of the drill broke off into the patient, broken piece was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: distal drill breakage observed. The distal drill piece was received with the device. Dents along with abrasions observed on the distal drill piece. A non-conformance report was created for the drill and was sent to the vendor for further analysis. The vendor concluded that the failure was not related to a manufacturing issue. The probable root causes for the reported failure involving this device could be due to: excessive force applied by user to device, starting and stopping drill, pulling drill out of bone without running drill, moving drill guide during drilling, distal drill came in contact with unintended hard object, improper processing, or normal wear and tear. (B)(4).

Event description:
It was reported the tip of the drill broke off into the patient, broken piece was retrieved.